Event description:
Pt received a bolus of tpn via channel c of infusion pump. Bolus noted after blood backed up in IV tubing, filter was changed, and blood backed into tubing again. Monitoring of accuchecks and intervention with dextrose x 2 was inititaed based upon flucuations in accuchecks from 509 to 22. Initial evaluatiobn indicates that the pressure for alarming was set too high. Work history indicates that this pump had previously been returned on 12/12/2000 to MFR for channel c free flowing; returned 01/09.